Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the second fire of a blue sureform 60 reload had a tissue pushout event on stomach tissue. While creating the gastric pouch of the bypass, stapling horizontally across stomach tissue at the body, the tissue pushout event occurred. There were no error messages produced during the event. The tissue pushout created tissue damage to the serosal tissue. A new reload and sureform 60 stapler instrument was then utilized to resect a large amount of unplanned stomach tissue to repair the defect. A leak test was performed and was successful. The procedure was completed robotically. The patient is recovering well postoperatively.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The reload has not been received for failure analysis investigation. An advanced stapler log investigation revealed the following: logs cut off the first install, so both the procedure dashboard and logs were used to collect data on the installs during this procedure. Logs show pn 480460-09, ln k17240530-0099, was used first, and it was installed on the system 2x and fired 2 reloads (1 white, followed by 1 blue). On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. Next, logs show pn 480460-09, ln k17240530-0127, was installed on the system 10x and fired 10 reloads (3 blue, 1 white, 1 blue, 1 white, 2 blue, 2 white, in that order). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was incomplete. The next clamp was successful, and the firing was complete with no pauses for compression. On install 3, the first two clamp attempts were successful, and the firing was complete with 1 pause for compression. On install 4, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with 1 pause for compression. On install 5, the first two clamp attempts were successful, and the firing was complete with no pauses for compression. On install 6, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 7, the system failed to detect the reload color, and the user manually selected the blue reload on the surgeon side console (ssc) touchpad. The first clamp was incomplete. The next clamp was successful, and the firing was completed with no pauses for compression. On install 8, the first clamp was successful, and the firing was completed with no pauses for compression. On install 9, the first two clamps were successful, and the firing was completed with 1 pause for compression. On install 10, the first two clamps were successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 60 stapler instrument (part #480460-09, lot #k17240530-0099) associated with this complaint. Failure analysis did not confirm the reported event. The instrument was fully functional. No product issue was identified.